Manufacturer narrative:
One 3i t3® non-platform switched tapered implant 4 x 11.5mm (bost411) and one unknown biomet 3i screw were returned for investigation. Visual evaluation of the as returned products identified fragment of screw in the implant drive feature and bone residue around the external threads due to usage. Functional testing could not be performed due to the nature of the devices and event. Pre-existing conditions noted on the per were -bruxism & low bone density ¿ type iii-. The reported devices had been placed on tooth # 13 l for approximately 6 years. X-ray and picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot (2015051612) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. However, DHR review could not be performed for the unknown screw since the lot number was unknown. Complaint history review was performed for the reported lot number (2015051612) for similar events (complaint category keywords: screw fracture) and no other complaint was identified. However, complaint history review could not be performed for the unknown screw since the item/lot number was unknown. Based on the available information, device malfunction did occur and the reported event was confirmed - screw fragment was identified/stuck in the implant drive feature.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the screw at tooth site #3 fractured. Tried to remove fractured screw with screw removal kit, but was unsuccessful. Removed implant and placed puros bone graft. Per indicated: surgical/medical intervention required for permanent damage: yes, removal of implant. Additional appointment required: yes, future implant.